Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 26.2. Cloud - hardware iphone16.2. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 500 mg/dl while wearing the pod between 36 and 48 hours. The patient's mother reported leaking and being unsure if the cannula was properly seated in the abdomen. Symptoms reported include a headache. The patient's mother also reported that the patient was accidentally given 80 units instead of 8 units of insulin by injection, before going to the emergency room. The patient was diagnosed with accidental insulin overdose and hyperglycemia. The patient was treated with dextrose and intravenous fluids. The patient was released 5 hours later on the same day, (B)(6) 2026.